Event description:
Information received by medtronic indicated that the user received system notice message 12208 (electrical system not initialized) and 50010 (the system has detected an electrical component failure) during a cryoablation procedure. The electrical umbilical and auto-connection box were changed and the cryoablation procedure was completed. No patient complications were reported. Reportable based on investigation completed 01/12/2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issues have been confirmed by field service engineering and data analysis. The console failed the inspection due to defective watchdog board and low pressure regulator.